Manufacturer narrative:
Document review: amistem h cementless femoral stem size 4 std: ref. 01.18.134 /lot 113575 ((B)(4)items produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) stems belonging to this lot have been already sold without any other similar incident. Versafitcup cc trio cup cementless size 52: ref. 01.26.45.0052 / lot 113307 ((B)(4) cups produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) cups belonging to this lot have been already sold without any other similar incident. Further info received from the hospital: "according to the spect-CT we were first thinking about a stem tilting or loosening, but it was not the case. It was strongly fixed in the bone. The cup was probably a bit to vertical and could finally also be the source of the pain, reason why decided to explant all the components and reimplant new ones". From the data collected, there are no evidence that the event is device related.

Event description:
Ref imp# (B)(4).